Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the device only lasted approximately four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.